Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Medical records review revealed a 26mm sapien 3 valve was implanted in a failing surgical aortic valve. Post implant, echo indicated a mean gradient of 33.7 mmhg and greater than expected patient prosthesis mismatch (ppm). The patient was asymptomatic and followed clinically. One year post implant, the mean gradient measured 37.3 mmhg. The patient presented with acute congestive heart failure (chf) symptoms. The patient was admitted and underwent aggressive diuresis. Echo demonstrated progressive aortic stenosis with mean gradient of 61mmhg across the aortic valve. The patient was determined to be a high surgical risk, so a repeat valve in valve procedure was scheduled. A 23mm sapien 3 ultra valve was implanted in the 26mm sapien 3 valve. Post deployment imagery indicated the sapien 3 ultra valve was deployed in the appropriate position with no paravalvular leak (pvl) and no significant gradient across the valve. The patient was discharged on postoperative day (pod) 1 in stable condition. All valves remain implanted in the patient. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis 3 years and 7 months post valve implant could not be confirmed, but may be related to the patient's co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the physician to the edwards territory manager, approximately 3 years and 7 months post implant of a 26mm sapien 3 valve in a failing surgical valve in the aortic position, a 26mm sapien 3 ultra valve was implanted during a valve in valve procedure. During the procedure, the existing valves were both cracked using a 24mm non-edwards balloon catheter. The sapien 3 ultra valve was then successfully deployed using nominal plus 2cc of volume. The final results were good. At the time of the report, the patient was in stable condition. All valves remain implanted in the patient.